Event description:
Physician reported rupture. The device has been explanted and replaced with a non-abbvie device. This record relates to the right side.

Manufacturer narrative:
Continued e1 phone number (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.